Event description:
The following was reported to hamilton medical ag: a customer has a problem with this unit: doesn't pass blower flow test. He bought the blower 1 year ago. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).